Event description:
Event: (cc# 98-00849) the iab was inserted into the patient on 6/25/98. On 6/27/98 after iabp for 48 hours, the iab leaked. Blood was noted in the tubing and the iab was removed. No second iab was inserted. On 1/27/99, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: none from the event - reported 7/1/98. [Patient's current status]: fine - rpt'd 7/1/98.